Event description:
A report was received that a medtronic pt was recently implanted with a precision ipg connected to the competitor's lead via a precision m1 connector. The pt reported that his coverage began to decrease. The physician planned to replace the lead, however, during the revision, it was discovered that the precision m1 connector was faulty and not the competitor's lead. The precision m1 connector was replaced. The pt is now receiving adequate stimulation.